Manufacturer narrative:
Device unique identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site bent the instrument probe. The site was able to complete the procedure with a use of a second one. There was a less than 1-hour delay to the procedure and no impact on patient outcome.